Event description:
Report of some pts experiencing temporary hyperpigmentation after laser hair removal procedure. Svc determined the calibration was low by 33% resulting in higher energy than expected being delivered.